Event description:
"Safety seals breaking up and coming out when motor running," per customer.

Event description:
The customer reported two attachments to be frozen and the staff has had great difficulty in freeing them up. On follow up it was reported that staff could not pull back on sleeve, had to bang it on the table to make it work. Sales rep has done an inservice. "Techs know how to clean and lubricaate, but when attachments come from sterilization, they do not work properly."